Event description:
Intra-aortic balloon catheter inserted under fluoroscopy. Pt went to surgery for emergency bypass grafting. Ten hrs later blood was discovered in the extracorporal tubing indicative of a leak. The balloon was discontinued shortly afterwards. The catheter will be sent to bard for further eval.